Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Field modification instruction 34086 was performed to resolve the reported issue. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on october 18, 2017. The FDA report number for this recall is z-0579-2018. (B)(4).

Event description:
The hospital reported raised fico2 values. There was no report of patient involvement.